Manufacturer narrative:
It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, fistulae, foul odor and discharge, bleeding, dyspareunia and neuromuscular problems. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent lysis of adhesions and enterolysis and bso.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh and boston scientific the advantage transvaginal mid-urethral sling system were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.